Manufacturer narrative:
No service on the ventilator was requested by the hospital. Investigation and repair was performed by third party service provider who reportedly replaced the o2 cell. No parts were returned for investigation and no ventilator logs were provided.no investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that alarms for incorrect o2 concentration were generated. There was no patient harm. Manufacturer's ref #: (B)(4).